Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an adverse event. The patient stated the continuous glucose monitor had a sensor failure. The patient's wife found the patient in the bathtub unconscious. She gave the patient a glucose tab and he regained consciousness. Emergency medical services (ems) was not called, and he was in good condition after the event. It is unknown how the cgm was functioning prior to the patient losing consciousness. The sensor insertion date was not provided. This is being reported as a serious adverse event as there was serious injury of a loss of consciousness which required bystander intervention. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.